Manufacturer narrative:
There were multiple potential lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1047003, medical device expiration date: 01/31/2026, device manufacture date: 02/16/2021. Medical device lot #: 1047017, medical device expiration date: 01/31/2026, device manufacture date: 02/16/2021. Medical device lot #: 1063003, medical device expiration date: 02/28/2026, device manufacture date: 03/04/2021. Medical device lot #: 1063005, medical device expiration date: 02/28/2026, device manufacture date: 03/04/2021. Medical device lot #: 1077832, medical device expiration date: 03/31/2026, device manufacture date: 03/18/2021. Medical device lot #: 1077834, medical device expiration date: 03/31/2026, device manufacture date: 03/18/2021. Medical device lot #: 1077836, medical device expiration date: 03/31/2026, device manufacture date: 03/18/2021. Medical device lot #: 1077841, medical device expiration date: 03/31/2026, device manufacture date: 03/18/2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 cases of syringe 3ml ll 200 s/c were received without labels. The following information was provided by the initial reporter: "since there is no labels on these cases, I don't know if they can tell you the batch # on these cases. It is my understanding that they have one case of each one of the following shipments."

Manufacturer narrative:
H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of shipping cartons shrink wrapped together with the reported issue of ¿no labels on the cases¿. The returned shipping cartons were examined and no label was attached to the shipping cartons or the shrink wrap. There is no indication of the product or lot information on the outside of the shipping cartons. A DHR review was not performed as the lot number is "unknown" for this complaint. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. H3 other text : see h.10.

Event description:
It was reported that 3 cases of syringe 3ml ll 200 s/c were received without labels. The following information was provided by the initial reporter: "since there is no labels on these cases, I don¿t know if they can tell you the batch # on these cases. It is my understanding that they have one case of each one of the following shipments."